Manufacturer narrative:
As the customer did not retain the finished goods lot number, device history record (DHR) and lot history could not be reviewed. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. The root cause of the customer's complaint could not be established as a sample has not been received and the condition of the product could not be verified. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. No action will be pursued at this time as the sample condition could not be verified. All lots are verified that all required inspections have been performed and all acceptance criteria are met prior to release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported during multiple cataract procedures. The phaco tip sleeves had punctured holes in them and this caused irregular irrigation streams. The status of the patients and completion of the procedures are unknown. This is one of two reports for this surgeon.